Event description:
It was reported that during a ventricular ablation, this implantable cardioverter defibrillator (ICD) device that was programmed to pace on the atrial channel only, was observed to be pacing on the ventricular channel. Technical services (ts) was contacted for assistance. Ts reviewed device settings and determined that the energy from the ablation appeared to not be paced on the right atrial (ra) lead but somehow coupled over to the right ventricular (rv) lead where it is captured. Ts discussed possible causes and device programming optimization options were recommended. No additional adverse patient effects were reported. The ICD and ra lead remain in service.

Manufacturer narrative:
This correction report is being submitted to clarify the details in the describe event or problem field in b5, and to correct the device codes in h6.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise during the use of electrocautery during a ventricular ablation procedure. The ICD had been reprogrammed aai for the surgery, but energy from the ablation was being picked up on the right ventricular (rv) channel. Boston scientific technical services discussed programming options with the field and the ICD remains in service. Additional information provided from the field indicated the patient later passed away on (B)(6) 2025 due to unrelated causes not associated with the ICD. There were no further allegations made in relation to this event, the ICD was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to clarify the details in the describe event or problem field in b5, and to correct the device codes in h6. Upon receipt at our post market quality assurance laboratory, the right atrial (ra) lead was returned severed at 75 mm from the terminal end. Only the proximal segment was returned. The lead segment passed electrical continuity testing, confirming the conductors were intact. Additional testing also confirmed the inner insulation was intact and there were no electrical shorts between the conductor coils. Visual inspection revealed no abnormalities. Laboratory analysis of the lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise during the use of electrocautery during a ventricular ablation procedure. The ICD had been reprogrammed aai for the surgery, but energy from the ablation was being picked up on the right ventricular (rv) channel. Boston scientific technical services discussed programming options with the field and the ICD remains in service. Additional information provided from the field indicated the patient later passed away on (B)(6) 2025 due to unrelated causes not associated with the ICD. There were no further allegations made in relation to this event, the ICD was explanted and will be returned for analysis. A portion of the ra lead was also returned. No adverse patient effects were reported.